Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator monitor indicating that some functions could not be used. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to a capacitor failure. The root cause of the capacitor failure could not be determined. Customer replaced the capacitor to solve the issue, and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart xl+ indicating that the device failed self-test and reported error. There was no patient involvement at the time the issue was discovered.